Event description:
The customer reported that the alinity c processing module is generating instrument error messages and provided the following as an example: 3426 r1 aspiration error at position. The customer performed some troubleshooting, but the errors were still generating. The customer provided the following result data in which the initial result was between (B)(6) and repeat results were from (B)(6). Customer reference range for creatinine is 0.72-1.25 mg/dl. Sample ID (B)(6) initial result was1.85 and repeat result was 3.54. Sample ID (B)(6) initial result was1.33 and repeat result was 2.2. Additional laboratory information provided sample ID (B)(6). Calcium initial result was 8.2 and repeat result was 9.9 (reference range 8.4-10.2 mg/dl) triglyceride initial result was 355 and repeat result was 422 sample ID (B)(6). Egfr initial result was 55 and repeat result was 30 there was no reported impact to patient management.

Manufacturer narrative:
Section a1 patient identifier: complete list of sample ID's are (B)(6). The alinity c processing module, serial number (B)(6) was evaluated. It was determined that the tbg, reagent inner, r1 required replacement, which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify a trend for the tbg, reagent inner, r1or the alinity system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the tbg, reagent inner, r1 as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.